Event description:
The customer reported the device alarmed for replace battery. During testing the device was found unplugged and alarmed for replace battery at start up. The complaint was confirmed and the probable cause was that the device was plugged into ac power for insufficient time. This complaint was determined to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.